Manufacturer narrative:
Additional information was received from reporter stating that the event reported has no relationship with the study device; therefore, this complaint does not meet the threshold to be a MDR reportable event . Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that after surgery the patient had a persistent left shoulder impingement. The event was treated with a shoulder arthroscopy and rotator cuff repair.